Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, excessive no delivery alarm, basic occlusion, occlusion, prime, and excessive no delivery test. No failed battery alarm. The device had intermittent button response due to corroded keypad traces. No button error alarm.the device had minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 175 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.